Event description:
A customer reported experiencing intermittent, on-going high blood glucose levels exceeding 600 mg/dl. Cause was not known. To resolve the issue, the customer administered a correction bolus using their pump. Customer reverted to an alternate form of insulin therapy.